Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose bg level was 516 mg/dl. The bg level was address with a manual injection. Reportedly, the customer reverted to an alternate method of insulin therapy.